Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that during a right coronary artery (rca) interventional procedure, after pre-dilatation with a trek rx balloon dilatation catheter (bdc), there was a class b dissection found. The planned device was implanted successfully for both the lesion and the dissection treatment. There was no clinically significant delay in the procedure. The patient was discharged on (B)(6) 2013. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the products were not returned. The reported patient effects of dissection is listed as an adverse event in the trek instructions for use. In this case, a conclusive cause for the reported dissection patient effect and the relationship to the device, if any, cannot be determined. There is no indication of a product quality deficiency with respect to manufacture, design, or labeling.